Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the inseparable latch of the auxiliary legacy full-height drawer had failed. A field service engineer found that the magnet was in contact, but the latch was out of alignment. The inseparable latch for the auxiliary full-height drawer was replaced. The drawers responded appropriately during final testing. All cabling was checked and appeared to be in good working order, with light emitting diodes functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was failed to open and it require maintenance. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient¿s workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was failed to open and it require maintenance. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.